Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 1 hour. No additional patient information was available. Reportedly, there was an obstruction between the transmitter and the pump. The customer moved the pump to the same side of the body as the transmitter and was able to regain connection.